Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the mega suture cut needle driver associated with this complaint and completed its investigation. Failure analysis (fa) confirmed the reported issue as the instrument was found to have broken grip tips. The instrument had a broken grip at the grip base and a piece (approximately 0.12" x 0.326") was found to be broken off. The broken piece was not returned, but fa noted that the failure is typically attributed to excess force applied to the instrument jaws.

Event description:
It was reported that during a da vinci-assisted inguinal hernia repair surgical procedure, instrument tip fell into the patient and was retrieved using a backup instrument. The procedure was completed with no reported injury.